Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support if the issue recurs.